Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the voluntary recall was initiated. The device history records have been reviewed and the lot met all release criteria. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). Loos particles could be heard within the device. The firing trigger was pressed and bot the cannula and stylet advanced without issue. The rotational knob was twisted once, retracting the cannula. The rotational knob was twisted again, and the device was able to be primed with difficulties. The device was disassembled and the cannula hub was found to be broken. This is a known issue for the identified product code/lot number combination. The investigation is inconclusive for failure to obtain samples, as the returned probes could not be functionally tested due to the broken cannula hubs and tang. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, using two needles, the device was primed, fired into the lesion, but did not collect a tissue sample. A coaxial was not used during the procedure. A third device was used to complete the procedure. There was no report of patient injury.